Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #s 1225714-2014-05018, 1225714-2014-05019, 1225714-2014-05020, 1225714-2014-05021, 2937457-2014-01154 and 2937457-2014-01155.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.